Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer received instructions to address the occlusion by disconnecting and securing the tubing, delivering a bolus, and eventually replacing supplies. The bolus was completed successfully, and the customer resumed insulin therapy. Additional assistance was made available via a follow-up request.